Event description:
The error that occurred was a pump failure. Our hospital uses bd alaris pumps. The patient was on norepinephrine and vasopressin drips, in addition to several other intravenous medications. The nurse noticed a significant decrease in the patient's blood pressure and went to adjust the norepinephrine drip. When she touched the channel the norepinephrine was running through, it turned off, as did the channel delivering the vasopressin. The patient continued to decompensate and required CPR. The team was able to get new channels and restart the norepinephrine and vasopressin, but the patient ended up expiring. The pump scrolled a banner that said communication error" at the time of the malfunction. Nurses have stated that there have been other occasions when they received "communication error" but did not report the problem. (B)(6).